Manufacturer narrative:
The complaint investigation was performed for false non-reactive results which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of a retained kit of the complaint lot number. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance of the complaint lot is not negatively impacted. Testing of two commercial seroconversion panel showed results comparable to the data provided by the manufacturer of the panel. Based on the investigation, no systemic issue or deficiency of architect anti-hcv reagent, lot number 14465be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that nonreactive architect anti-hcv results of 0.58 and 0.59 s/co were generated for a patient. The results were inconsistent with previous reactive results for the patient. Hcv rna testing was nonreactive. Beckman anti-hcv testing was nonreactive. Testing using a different architect analyzer was nonreactive at 0.46 s/co. Siemens anti-hcv testing was nonreactive at 0.35 index. Roche anti-hcv testing was reactive at 52.17 coi. No adverse impact to patient management was reported.